Event description:
During the post implantation interrogation, it was reported that the svc and rv continuity tests took longer than expected which resulted in a >40 second charge time warning. The manufacturer has recommended explantation after reviewing the files from the programmer.

Manufacturer narrative:
A warning regarding the charge times has been reported. Ela medical recommends explantation; however, the device has not been explanted yet. A response from the manufacturer is pending.